Event description:
The complaint alleged that during a routine shift check by a clinician the device displayed only a green dot with a constant alarm. The complaint indicated there was no pt involvement with this reported malfunction.